Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803201, cocr femoral head, 61661890. The 00631005032, xlpe liner, 61724012. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Event description:
It was reported that the patient was revised due to dislocation, and the stem was found to be damaged. The stem, liner, and head were replaced. Surgical technique was followed, and the damage on the stem was found after stem was explanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: 65620005222 shell porous with cluster holes 52 mm o.d. With calcicoat ceramic coating 61726622. Reported event was confirmed by review of the provided photos and xrays. Photos provided for stem indicates damage on implant. From the appearance observation, damage of the surface is observed at two points of the stem. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.